Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test alarm and battery out limit alarm. Customer's blood glucose level was unknown. Troubleshooting for battery out limit alarm was performed. Customer advised when they change the battery they received a big triangle. Customer received a battery out limit alarm followed by a failed battery test. Troubleshooting for the failed battery test alarm was performed. Customer was advised to make sure they use an energizer battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer declined to further troubleshoot the device and was waiting to receive their supplies.